Event description:
It was reported that there was an incident involving electrostatic discharge and the insulin pump. It was stated that the customer removed the batteries and battery cap and let the insulin pump rest for twenty-four hours. The buttons were not responsive. The customer's blood glucose was stated to have been normal and no medical treatment was required. No further details were given.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).